Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. It was reported the patient had been on an impella cp and was escalated to the impella 5.0, the patient was noted to be on multiple pressors with high right heart pressures, however, right heart support was declined. The impella 5.0 was successfully inserted and the impella cp removed. While on support, high purge pressure was an ongoing issue resulting in the pharmacist running bivalirudin in the saline. When the clinician was notified of the switch by the pharmacist the nurse was advised to switch to straight dextrose 5% in water (d5w) and the clinician and nurse then performed the start/stop technique twice due to low purge flows. Tissue plasminogen activator protocol was started, the purge flows were reported to have improved and were being monitored. The patient was reported to be septic, survival outcome at explant noted that the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.